Event description:
During preparation for cardiopulmonary bypass, the heart lung console gas flow module was increased by the user, but spontaneously reduced the flow to zero. There were no adverse consequences to the pt as a result of this event.